Event description:
The distal tip of a harris uterine injector (hui)-a single 1" to 3" piece-broke off during a procedure. The broken piece was immediately manually retrieved (forceps). There was no pt injury.